Event description:
No additional or corrected information to report.

Manufacturer narrative:
H6: method code was updated to 3331 and 4109. H6: results code was updated to 180. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a mount stuck to the implant was confirmed. Visual evaluation determined one device was returned with its bundled mount and screw attached and the mount appeared to be cut horizontally. There was signs of use on the returned device; dried blood and bone around the threads. During functional testing, it was determined the device failed functional testing after the screw was able to be removed but the mount did not come off until pliers were used to separate the mount from the implant. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k011245, k002188.

Event description:
It was reported that the fixture mount was unable to be removed from the implant. The implant was removed and replaced with another implant.